Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. No high current drain measurements were found during bench testing, automated electrcical system system, and temperature cycling. The original battery was returned to the vendor for further analysis. An internal battery anomaly was found which resulted in the premature battery depletion reported in the field.

Event description:
It was reported that the device had reached eri then end of service (eos) prematurely. The device was explanted and replaced.